Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to touch. Customer¿s blood glucose level was 164 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.